Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the labor and delivery department often encountered communication errors that resulted in the user not being able to scan/complete workflow. There was no patient harm or additional event details provided at this time.

Manufacturer narrative:
The reported event of device had communication errors was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of communication errors based on the crb review and the limited information provided no further investigation actions will be performed. The customer confirmed that the device had communication errors which is related to the failure. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the pcu 1.5 module communication errors could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. H3 other text : no product returned.

Event description:
It was reported that the labor and delivery department often encountered communication errors that resulted in the user not being able to scan/complete workflow. The information provided was from feedback from the staff from a site visit with the clinical practice consultant .although requested there was no additional information per customer.